Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. Analysis of the tined lead found no significant anomaly. The lead body was stretched.

Event description:
It was reported, the patient experienced pain where the stimulator and ¿electrode¿ were located. The products were explanted and replaced about two weeks prior to the date of this report. No further information was reported. A follow up report will be sent if additional information is received.